Event description:
The user facility reported a patient who presented to the emergency department with chest pain and shortness of breath diagnosed with st-elevation myocardial infarction was implanted with an impella cp device for mechanical circulatory support and subsequently "impella defective" alarm presented. The initial pump was repositioned in the intensive care unit, and the "impella defective" alarm presented. The patient was returned to the cardiac catheterization lab (ccl) for replacement of the pump. The second impella cp was prepped, plugged into the same automated impella controller (aic) that was initially used, and the "impella defective" alarm presented again. The physician requested another new pump and this time a new aic for the case which was thereafter completed without incident.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. This is the third of three medical device reports associated with the reported event under case number ending in 9840. Note: the first of the three reports is reported under mfg. Report number 1220648-2024-13213.

Manufacturer narrative:
The investigation for the pump not detected issue has been completed. Data logs were reviewed which confirm that the impella defective alarm was issued on the date of occurrence. The console was returned for evaluation. The failure was not reproduced upon bootup of the console in the lab. Inspection of the internal circuitry revealed no anomaly. A known good pump and purge system were run with console for a significant time. The root cause could not be determined due to not being reproduced.